Manufacturer narrative:
The device was returned to olympus for evaluation. Due to clogging of nozzle, the water and air supply volume does not meet the standard value. The customer later confirmed the scope was cleaned, disinfected, and sterilized before returning the device for evaluation. The air/water nozzle was flushed with water and air as well as detergent solution. The following additional findings were also noted: chipped adhesive on the bending section cover, cracked adhesive on the bending section cover, white-clouded adhesive on the bending section cover, water removal ability does not meet standard value, assorted scratches, wrinkled universal cord, and white-clouded adhesive around the objective lens and light guide lens. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
An olympus representative reported on behalf of the customer, weak air and water supply intake while using evis lucera elite colonovideoscope. There were no reports of patient, user harm or procedure associated with this event. The device was returned, and olympus repair center identified foreign matter in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation of the returned device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿ ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] ¿inspection of air/water feeding function 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿ olympus will continue to monitor field performance for this device.